Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead had dislodged. Loss of sensing and capture were noted. X-ray confirmed dislodgement. The lead was explanted and replaced.